Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported experiencing a collapsed lung during the implant procedure for the implantable pulse generator (ipg) device. The patient also reported feeling very weak and experiencing palpitations when walking. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally clarified that the collapsed lung was unrelated to the ipg device or to the implant procedure. Also, reprogramming was performed to reduce the patient experienced symptoms with ventricular pacing.